Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The customer did not request any service. No additional info nor the current status of the compressor was provided. Due to lack of information, the root cause of the reported event could not be found.

Event description:
It was reported that the compressor did not boot up. The patient involvement is unknown. (B)(4).